Event description:
It was reported the ultrasonic surgical device probe bent during cleaning, and a u504 error occurred. The issue occurred during an unspecified therapeutic procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2(company representative was inadvertently selected on the initial medwatch). Additional information added to fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that grasping section was closed without grasping anything while the device was activating in seal & cut mode. The tissue pad has worn down, causing non-insulated parts to come into contact with the probe. Because the seal and cut were performed in this state, scratches (contact marks) were created indicating that the probe and the gripping part had come into contact with each other. The seal and cut output and the load of grasping the tissue were applied to the probe, causing a crack to form from the scratch, resulting in a probe breakage. The instructions for use warns the prevention method associated with the event as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may led to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic surgical device probe fell off outside of the patient body, during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.